Event description:
Per the attached maude event report, received from FDA on 2/10/09: " during a right leg angiography procedure, a 4-french introducer sheath was used for the procedure. The guidewire was retained." Follow-up communication with the initial reporter at the user facility indicated that "the dr opted to leave the wire in when normally you would remove after placement;" the wire went completely into the pt after the procedure; the retained guidewire was surgically removed; and the pt's condition was reported to be "okay."

Manufacturer narrative:
Method - (other) = involved device was not returned for eval and the lot number is not known. Therefore, the failure investigation was limited to assessment of info provided by the user facility. Result - is based upon eval of user facility info. Conclusions - is based upon eval of user facility info. There is no indication that there was any defect or malfunction of the device. This MDR medwatch report is being submitted because medical intervention was required to retrieve the device and prevent a potential serious injury. The proper procedure is addressed in the device labeling. The instructions-for-use state "the mini guidewire is an accessory device which is used for placement of the sheath into the vein or artery" and "to slowly remove the dilator and mini guidewire together, leaving the sheath in the vessel." All available info has been placed on file in qa for appropriate tracking, trending and follow-up.